Event description:
Post-op patient connected to portable medical gas tank for transport. Oxygen saturation dropped. Patient cardiac arrested. Found that pt was connected to a co2 tank. Patient was successfully resuscitated. The co2 tank had a green plastic adapter (cone shaped adapter) on the regulator nozzle. Green adaptors indicate oxygen.